Manufacturer narrative:
(B)(4). Approximate age of device ¿ (B)(4) months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital and his inr was about 6. The inr came down to about 3 with no coumadin. The patient had an elevated lactate dehydrogenase level despite high inrs. Once the inr came down to about 3, the patient was started on a heparin infusion. The patient was positive for a heparin-induced thrombocytopenia, so the patient was changed to argatroban. The patient became acutely unresponsive and a CT scan of the head showed an acute subdural hemorrhage. The patient expired on (B)(6) 2017 due to subdural hematoma. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported increase in the patient's lactate dehydrogenase level and subdural hemorrhage could not be conclusively determined. Bleeding and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.